Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent prematurely deployed.

Event description:
Note: this report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report # 3005099803-2023-04580 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2023. During the procedure, the first flange (the subject of MFR. Report # 3005099803-2023-04580) was attempted to be deployed; however, difficulty was encountered. The physician tried to reposition the device several times, and the stent was able to fully deploy; however, the stent deployed in an incorrect location. The stent was removed using a snare, and another axios stent (the subject of this report) was used. During the attempted deployment of the second axios stent, there was also difficulty encountered when deploying the first flange. The physician also tried to reposition the device several times; however, the catheter lock was unable to lock, and the stent prematurely fully deployed. The stent was removed using a snare. The procedure was not completed due to the availability of the device, and the patient was scheduled for percutaneous drainage. No patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report # 3005099803-2023-04580 and 3005099803-2023-04581 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange (the subject of MFR. Report # 3005099803-2023-04580) was attempted to be deployed; however, difficulty was encountered. The physician tried to reposition the device several times, and the stent was able to fully deploy; however, the stent deployed in an incorrect location. The stent was removed using a snare, and another axios stent (the subject of this report) was used. During the attempted deployment of the second axios stent, there was also difficulty encountered when deploying the first flange. The physician also tried to reposition the device several times; however, the catheter lock was unable to lock, and the stent prematurely fully deployed. The stent was removed using a snare. The procedure was not completed due to the availability of the device, and the patient was scheduled for percutaneous drainage. No patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent prematurely deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The delivery system was returned in position 4. The outer sheath was peeled. Functional inspection was performed, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down, and no issues were noted. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of outer sheath peeled was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled and/or the technique used by the physician, limited the performance of the device and contributed to the observed failure. The reported event of stent premature deployment cannot be confirmed as this occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Based on the available information, there is not enough information to confirm the reported event of stent prematurely deployed; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.